Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently began to have low blood glucose levels after heart surgery. Blood glucose level at the time of the incident was 45 mg/dl. Customer stated that her doctor was going to make adjustments to the insulin pump. The insulin pump was not replaced or returned for analysis.